Event description:
As reported: the manta device would not go through the valve on the sheath. Opened a second manta and it worked fine.

Manufacturer narrative:
An investigation has been opened. A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot number information was not clearly identified for this investigation. Based on the information submitted, following an tavr, an 18f manta was planned for closure. The physician encountered severe resistance advancing the bypass tube through the hemostatic valve of the manta sheath. The sheath and 18f manta device were removed off the guidewire and a second 18f manta was opened and deployed without complication; successfully achieving hemostasis. The IFU indicates in step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device.